Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to a drop in pace impedance measurements and elevated threshold measurements that began approximately (B)(6) 2024. Rv pace impedance measurements were previously stable in the 600-700 ohms range, and began to drop to as low as 561 ohms before climbing back up. Rv threshold measurements were previously stable around 1v before increasing up to 2.5v around the same time the change in rv pace impedance measurements was observed. Threshold measurements have since dropped down to 1.9v. Technical services (ts) discussed troubleshooting options and possible causes. No additional adverse patient effects were reported, and it was noted that the patient was pacer dependent. The local area field representative was contacted for additional information regarding lead implant status. If information is provided in the future, a supplemental report will be issued. Additional information received reported that this right ventricular (rv) lead remains in service. The decision was made to not intervene surgically, and to continue monitoring at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b1 and b2: updated to reflect malfunction report as it was incorrectly reported that intervention was performed, but through further investigation it was confirmed no intervention occurred. Correction to h1: report type updated from malfunction to serious injury. Correction to h6: impact codes f08/hospitalization or prolonged hospitalization and f1905/device revision or replacement were removed, and updated to f26/no health consequences or impact.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b1 and b2: updated to reflect malfunction report as it was incorrectly reported that intervention was performed, but through further investigation it was confirmed no intervention occurred. Correction to h1: report type updated from malfunction to serious injury. Correction to h6: impact codes f08/hospitalization or prolonged hospitalization and f1905/device revision or replacement were removed, and updated to f26/no health consequences or impact.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to a drop in pace impedance measurements and elevated threshold measurements that began approximately mid-(B)(6) 2024. Rv pace impedance measurements were previously stable in the 600-700 ohms range, and began to drop to as low as 561 ohms before climbing back up. Rv threshold measurements were previously stable around 1v before increasing up to 2.5v around the same time the change in rv pace impedance measurements was observed. Threshold measurements have since dropped down to 1.9v. Technical services (ts) discussed troubleshooting options and possible causes. No additional adverse patient effects were reported, and it was noted that the patient was pacer dependent. The local area field representative was contacted for additional information regarding lead implant status. If information is provided in the future, a supplemental report will be issued. Additional information received reported that this right ventricular (rv) lead remains in service. The decision was made to not intervene surgically, and to continue monitoring at this time. No additional adverse patient effects were reported. It was reported that this rv lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to a drop in pace impedance measurements and elevated threshold measurements that began approximately (B)(6) 2024. Rv pace impedance measurements were previously stable in the 600-700 ohms range, and began to drop to as low as 561 ohms before climbing back up. Rv threshold measurements were previously stable around 1v before increasing up to 2.5v around the same time the change in rv pace impedance measurements was observed. Threshold measurements have since dropped down to 1.9v. Technical services (ts) discussed troubleshooting options and possible causes. No additional adverse patient effects were reported, and it was noted that the patient was pacer dependent. The local area field representative was contacted for additional information regarding lead implant status. If information is provided in the future, a supplemental report will be issued.